Event description:
Information received with return of the explanted device notes that the patient collapsed. After interrogation of the device, atrial impedance was <300 ohms and ventricular impedance was >3000 ohms. At a follow-up one year previous, atrial impedance was 410 ohms and ventricular impedance was 790 ohms. When the leads tested normal, the pulse generator was replaced. There were no consequences to the patient after the event.